Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that when using the handpiece device with the power unit for reaming or drilling, it was observed that the power seemed weak, and the reaming/drilling performance was poor. It was reported that the handpiece device was oscillating before it started operating in forward mode. It was not reported if the device was used in a surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the received video was reviewed. The described failure by the customer was confirmed. The received video was reviewed and compared to a known good unit. It was found that the device passed visual inspection. Based on the provided video it shows that the handpiece is not working properly it is stuttering. Based on the provided video we only see that the handpiece is stuttering. Based on the provided video we don¿t see the specific power unit and serial number. Due to this and the fact that we didn¿t receive the devices for testing and we are unable to receive them due to iata regulation. At this stage of the investigation the failure it is not possible to determine which device caused the failure the power unit or the handpiece. At this stage of the investigation the root cause for the found defect cannot be fully determined, based on the provided information. Furthermore, the investigation is only based on the provided video, further assessment will be performed if the device is received. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user: visually inspect for damage and wear (e.g. Unrecognizable markings, missing or removed part numbers, corrosion, etc.) To ensure the device has not reached its end of life. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5: during subsequent follow-up with the affiliate, additional information was obtained. The reporter stated that as was explained the oscillating issue was caused by the battery. This case was related to the battery, not the handpiece.